Event description:
It was reported that the screw at tooth site #30 fractured. Patient presented for implant crown off. Upon eval noted broken screw inside. Tried to retrieve with no success. Implant removed and site grafted. Additional information received on (b)(6) 2026 - Customer reported that the implant fractured at the same time as the screw notes indicated that screw was not attempted to be retrieved because the implant was also visibly fractured. Doctor finished the procedure with ridge augmentation and an additional appointment is required to place a new implant.

Manufacturer narrative:
ZimVie Complaint Number (b)(4)A4: Patient Weight unknown / not providedD6: D6a. If Implanted, unknown. D6b. If Explanted, unknownD10. Concomitant Medical Products .Unknown Zimmer Screw, unknown lot numberG4: Premarket Identification K013227.